Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician via the (B)(6) health agency of peritoneal cloudy effluent, bacterial peritonitis with culture positive for klebsiella pneumonia, shivers, flatulence, fever and diarrhea in a patient, coincident with dianeal pd1 and extraneal viaflex therapies for chronic kidney disease and continuous ambulatory peritoneal dialysis (capd). Dianeal and extraneal therapies were ongoing. On (B)(6) 2012, the physician stated that the patient experienced peritonitis manifested by abdominal pain, diarrhea with a cloudy effluent. The patient also experienced shivers, flatulence and an unspecified fever. On (B)(6) 2012, the patient experienced a cloudy effluent. On an unreported date, the patient was hospitalized, yet was not febrile. On an unreported date, the patient was treated with kefzol and geramicyne.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.